Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump by providing necessary information and guidance, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction code recurs.